Manufacturer narrative:
An unexpected motor grinding noise noted during rewind due to faulty motor. Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to verify compromised force sensor system alarms due to motor error alarms. Device received with cracked case at display window corners, reservoir tube lip and battery tube threads. Device received with minor scratched lcd window.

Event description:
Customer's wife reported via phone call that the insulin pump was grinding during prime and alarmed a compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.